Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was unknown. The patient experienced peritonitis and on the same day, the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported and the outcome of this event is unknown.

Manufacturer narrative:
(B)(4). Age of the patient at the time of this event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.